Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5092214) on 27-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('caused serious health issue and had to have hysterectomy') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required). The patient was treated with surgery (had to have hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5092214) on 27-jan-2020. The most recent information was received on 26-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('caused serious health issue and had to have hysterectomy') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required). The patient was treated with surgery (had to have hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.